Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation on february 17, 2025. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the returned scope was investigated. It has been tested with different monitors, way over the described period of 45 minutes (reported from customer) and it worked without any interruption. Most likely cause of the issue reported by the customer is that the plug was not placed correctly and has slipped out over time. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported after working with the flexible scope for 45 to 60 minutes average, the image became black and changed to no image, however the light was still on. No death or unanticipated serious deterioration in state of health reported